Manufacturer narrative:
One device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found no problem. Functional test found a faulty downstream occlusion (dso) sensor. The reported issue was not duplicated. The root cause of the issue was unknown; however, functional tests found a faulty downstream occlusion (dso) sensor. As a result, preventative service and secondary repairs will be performed. The dso sensor will also be replaced.

Event description:
It was reported that the "alarm does not work". There was unknown patient involvement.